Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis could not confirm the customer comment. The upper/lower case, battery drawer, and ring cover were broken. The display was out of electrical specification (lines appeared in the lower display). The ring was bent.

Event description:
It was reported there were segments missing on the lower part of display. Unable to read what is on the display. The device was returned for repair. No patient involvement was reported.